Manufacturer narrative:
The patient weight was not provided. Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 11 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient¿s vad system produced a red heart alarm and pump stoppages. The patient was asymptomatic. The manufacturer¿s technical services reviewed the submitted log file which contained data from (B)(6) 2017 and reported that the log file confirmed multiple pump stoppages. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. Post repair, patient placed on a regular grounded patient cable and would be observed for any additional pump stoppages. No additional information was provided.

Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed via the submitted system controller log file; however, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. A distal end driveline repair was performed by a technical services representative on 19 dec 2017. The approximately 21 inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no immediate alarms were reported and the patient was placed on a grounded patient cable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.